Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 1277 mg/dl and went into a comatose. A manual insulin injection was administered to address bg level prior to arriving. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy.